Event description:
The lay-user/pt alleged that the button on the keypad does not respond. During troubleshooting, the up/down buttons were noted to be unresponsive. There was product misuse. The keypad did not appear to be peeled or torn. Further more, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.